Event description:
It was reported that the circuit breaker trips on during start up. No pt involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field svc tech. A defective 12a breaker was replaced. A supplemental medwatch will be submitted if further info becomes available.